Event description:
Subsequent to filing the initial MDR, update to event details: it was reported that this was an arteriotomy closure of a right femoral artery using a prostyle after a diagnostic left heart catherization procedure using intravascular ultrasound (ivus) imaging with a 6f sheath. Reportedly, the suture did not take. There was oozing [bleeding]. Another prostyle was deployed and bleeding continued. Manual pressure was applied. Protamine was administered with additional manual pressure. Finally, a femostop was used and hemostasis was achieved. There was a reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. B5: update to describe event or problem.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose prostyle device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of a right femoral artery using a prostyle after a diagnostic left heart catherization procedure using intravascular ultrasound (ivus) imaging with a 6f sheath. Reportedly, the suture did not take; bleeding continued. Manual pressure was applied. Protamine was administered with additional manual pressure. Finally, a femostop was used and hemostasis was achieved. There was a reported clinically significant delay in the procedure. No additional information was provided.